Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown

Event description:
It was reported that ipg site was not healing properly and to address this issue patient had an ipg revision on 23 sep where the site was relocated and implanted at another place and effective therapy was restored post operatively .